Event description:
It was reported to (B)(6) via fax that a user facility¿s registered nurse (rn) reported that during treatment, after attaching a syringe to flush the transducer line, the syringe left the inner plastic portion of syringe lodged in the transducer line. This required a new setup. It is unknown if the patient¿s blood was returned following this incident. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".